Event description:
It was reported that an oblique lumbar interbody fusion (olif) surgery on l5-s1 was performed on (B)(6) 2014. When the surgeon attempted to implant the synfix, the plate detached from the spacer. The implant was left in the patient. The patient is fine and a revision surgery is not needed. The procedure was successfully completed without other medical interventions or surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device detached from the plate but remained in the patient. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.